Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported suspected occlusion of a certas valve: the valve was implanted on an (B)(6) female via an l-p shunt due to subarachnoid hemorrhage in 2019 with unknown settings. The valve was used with the silascon lumbar catheter (B)(4). However, a valve occlusion was suspected and therefore, was replaced with a new one on (B)(6) 2020. No further information was provided.

Manufacturer narrative:
Unique device identifier (UDI) : (B)(4). The certas valve was returned for evaluation: review of the history device records was not possible as the lot number was unknown. Failure analysis - the valve was visually inspected; no defects were noted. The valve passed the test for programming, leaks, reflux, siphon guard and pressure. The catheter was irrigated, no occlusion noted. No root cause could be determined for the problem reported by the customer as the technician could not confirm an occlusion with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up this could interfere with the valve mechanism, but at the time of investigation no occlusions were noted.

Event description:
N/a.